Event description:
The device was used during an unknown procedure. The instrument broke. There was no consequence to the pt.

Manufacturer narrative:
D5,6; h3,4,6; g4: added additional info, info not available, device not returned for analysis.